Event description:
It was reported that the reservoir is wet under the o-rings and in the reservoir compartment of the insulin pump. The customer stated that he woke up with high blood glucose and keytones but managed to lower his blood glucose with an injection and the help of the diabetic nurse. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.